Event description:
An implantable pulse generator (ipg) system was returned from a funeral home. Information identified in the paperwork indicated the patient died approximately 2.5 years post implant of the ipg system. Per the paperwork, cause of death was sepsis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. Concomitant product: adsr01 implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).